Event description:
The customer reported that the system was displaying a communication failed error messages. The system did not harm the pt.

Manufacturer narrative:
The workstation power supply was within its voltage specification. The ge service rep replaced the sbc cpu board and verified the c-arm for proper operation by rebooting 20 times and using the c-arm. During the course of this repair, he found a problem with the images being mixed up between the thumbnails and the images, so another case was opened. System operates as intended.